Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('retained essure fragment in uterus'), pelvic pain ('persistent, severe ache/ pelvic region pain') and pelvic fluid collection ('evacuation of fluid from the cui de sac') in a 39-year-old female patient who had essure (batch no. 626903-right, 627757-left) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included rash, swelling nos, multiple cesarean sections (1987,1988,1992), adnexectomy, cystoscopy, cholecystectomy, multigravida, parity 3 (B)(6) 1987, (B)(6) 1988 and (B)(6) 1992, miscarriage, d & c, appendectomy, anemia and shoulder injury. Concurrent conditions included nickel sensitivity since 1998, obesity, bleeding genital, retroverted uterus, ovarian cyst ruptured, allergic reaction to analgesics, allergic reaction to analgesics, endometriosis, bleeding genital and uterine fibroids. Concomitant products included benzodiazepine derivatives for anxiety, amitriptyline for pain as well as clonidine. On (B)(6) 2009, the patient had essure inserted. In february 2009, the patient experienced headache ("headaches"). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), burning sensation ("burning"), hot flush ("hot flashes"), vulvovaginal dryness ("vagina dryness") and allergy to metals ("allergic to nickel or any other component of essure") with urticaria, rash and pruritus. On (B)(6) 2009, the patient experienced vaginal discharge ("leaking fluid from my vaginal area"), 7 months 16 days after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with abdominal pain and abdominal pain lower, pelvic fluid collection (seriousness criterion medically significant), vitamin d deficiency ("vitamin d deficiency") and mental disorder ("caused or aggravated any psychiatric and/or psychological condition"). The patient was treated with surgery (bilateral partial salpingectomy on (B)(6) 2009 and total hysterectomy on (B)(6) 2009, laparoscopy with evacuation of the fluid from the cul-de-sac and underwent total laparoscopic hysterectomy, performed bilateral salpingectomy). Essure was removed on 15-dec-2009. At the time of the report, the device breakage, pelvic pain, pelvic fluid collection, vitamin d deficiency, vaginal discharge, headache, burning sensation, hot flush, vulvovaginal dryness, allergy to metals and mental disorder outcome was unknown. The reporter considered allergy to metals, burning sensation, device breakage, headache, hot flush, mental disorder, pelvic fluid collection, pelvic pain, vaginal discharge, vitamin d deficiency and vulvovaginal dryness to be related to essure. The reporter commented: lot number captured as per legibility. Pfs -patient received treatment for pain in right side of my abdomen, leaking fluid from my vaginal area,irritable bowel syndrome. Patient not sought treatment for repeated hives, headaches. Current weight: 211 ibs mr-there were 3 coils on the right side and 2 coils on the left side. There was no complication with insertion and placement appeared to be perfect. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.5 kg/sqm. 15-dec-2009; findings: the patient is 5'3, 202 pounds. The patient's vagina and cervix are normal. Her uterus was tender in the office and boggy. It was about 12 cm in size. Anterior fibroid. Bilateral salpingectomy with no enlargement of the tubes. Has significant pain on the right side on clinical exam. Able to see the liver. The area was normal. The gallbladder was normal. The area where the appendix used to be was normal. Bowel appeared to be normal. There were no adhesions in the pelvis per se. There was some loss of uterosacral ligament support. The patient has had a bilateral salpingectomy. The left tube was fine. The left ovary was fine with a small cyst less than 1 to 2 cm in size. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain lower. Most recent follow-up information incorporated above includes: on 11-jul-2019: pfs received. Essure lot number and other hcp were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('retained essure fragment in uterus'), pelvic pain ('persistent, severe ache/ pelvic region pain') and pelvic fluid collection ('evacuation of fluid from the cui de sac') in a 39-year-old female patient who had essure (batch no. 626903, 627757) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included rash, swelling nos, multiple cesarean sections (1987,1988,1992), adnexectomy, cystoscopy, cholecystectomy, multigravida, parity 3 (B)(6) 1987,(B)(6) 1988 and (B)(6) 1992), miscarriage, d & c, appendectomy, anemia and shoulder injury. Concurrent conditions included nickel sensitivity since 1998, obesity, bleeding genital, retroverted uterus, ovarian cyst ruptured, allergic reaction to analgesics, allergic reaction to analgesics, endometriosis, bleeding genital and uterine fibroids. Concomitant products included benzodiazepine derivatives for anxiety, amitriptyline for pain as well as clonidine. On (B)(6) 2009, the patient had essure inserted. In february 2009, the patient experienced headache ("headaches"). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), burning sensation ("burning"), hot flush ("hot flashes"), vulvovaginal dryness ("vagina dryness") and allergy to metals ("allergic to nickel or any other component of essure") with urticaria, rash and pruritus. On (B)(6) 2009, the patient experienced vaginal discharge ("leaking fluid from my vaginal area"), 7 months 16 days after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with abdominal pain and abdominal pain lower, pelvic fluid collection (seriousness criterion medically significant), vitamin d deficiency ("vitamin d deficiency") and mental disorder ("caused or aggravated any psychiatric and/or psychological condition"). The patient was treated with surgery (bilateral partial salpingectomy on (B)(6) 2009 and total hysterectomy on (B)(6) 2009, laparoscopy with evacuation of the fluid from the cul-de-sac and underwent total laparoscopic hysterectomy, performed bilateral salpingectomy). Essure was removed on (B)(6) 2009. At the time of the report, the device breakage, pelvic pain, pelvic fluid collection, vitamin d deficiency, vaginal discharge, headache, burning sensation, hot flush, vulvovaginal dryness, allergy to metals and mental disorder outcome was unknown. The reporter considered allergy to metals, burning sensation, device breakage, headache, hot flush, mental disorder, pelvic fluid collection, pelvic pain, vaginal discharge, vitamin d deficiency and vulvovaginal dryness to be related to essure. The reporter commented: lot number captured as per legibility. Pfs -patient received treatment for pain in right side of my abdomen, leaking fluid from my vaginal area,irritable bowel syndrome. Patient not sought treatment for repeated hives, headaches. Current weight: 211 ibs mr-there were 3 coils on the right side and 2 coils on the left side. There was no complication with insertion and placement appeared to be perfect. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.5 kg/sqm. (B)(6) 2009; findings: the patient is 5'3, 202 pounds. The patient's vagina and cervix are normal. Her uterus was tender in the office and boggy. It was about 12 cm in size. Anterior fibroid. Bilateral salpingectomy with no enlargement of the tubes. Has significant pain on the right side on clinical exam. Able to see the liver. The area was normal. The gallbladder was normal. The area where the appendix used to be was normal. Bowel appeared to be normal. There were no adhesions in the pelvis per se. There was some loss of uterosacral ligament support. The patient has had a bilateral salpingectomy. The left tube was fine. The left ovary was fine with a small cyst less than 1 to 2 cm in size. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain lower. Lot number: 626903 manufacture date: 2008-03 expiration date: 2010-02 lot number: 627757 manufacture date: 2008-08 expiration date: 2010-08 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('retained essure fragment in uterus'), device dislocation ('migration'), pelvic pain ('persistent, severe ache/ pelvic region pain') and pelvic fluid collection ('evacuation of fluid from the cui de sac') in a 39-year-old female patient who had essure (batch no. 626903, 627757) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included rash, swelling nos, multiple cesarean sections (1987,1988,1992), adnexectomy, cystoscopy, cholecystectomy, multigravida, parity 3 (B)(6) 1987, (B)(6) 1988 and (B)(6) 1992), miscarriage, d & c, appendectomy, anemia and shoulder injury. (B)(6) 2009; findings: the patient is 5'3, 202 pounds. The patient's vagina and cervix are normal. Her uterus was tender in the office and boggy. It was about 12 cm in size. Anterior fibroid. Bilateral salpingectomy with no enlargement of the tubes. Has significant pain on the right side on clinical exam. Able to see the liver. The area was normal. The gallbladder was normal. The area where the appendix used to be was normal. Bowel appeared to be normal. There were no adhesions in the pelvis per se. There was some loss of uterosacral ligament support. The patient has had a bilateral salpingectomy. The left tube was fine. The left ovary was fine with a small cyst less than 1 to 2 cm in size. Concurrent conditions included nickel sensitivity since 1998, obesity, bleeding genital, retroverted uterus, ovarian cyst ruptured, allergic reaction to analgesics, allergic reaction to analgesics, endometriosis, bleeding genital and uterine fibroids. Concomitant products included benzodiazepine derivatives for anxiety, amitriptyline for pain as well as clonidine. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced headache ("headaches"). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), burning sensation ("burning"), hot flush ("hot flashes"), vulvovaginal dryness ("vagina dryness") and allergy to metals ("allergic to nickel or any other component of essure") with urticaria, rash and pruritus. On (B)(6) 2009, the patient experienced vaginal discharge ("leaking fluid from my vaginal area"), 7 months 16 days after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with abdominal pain and abdominal pain lower, device dislocation (seriousness criteria medically significant and intervention required), pelvic fluid collection (seriousness criterion medically significant), vitamin d deficiency ("vitamin d deficiency") and mental disorder ("caused or aggravated any psychiatric and/or psychological condition"). The patient was treated with surgery (bilateral partial salpingectomy on (B)(6) 2009 and total hysterectomy on (B)(6) 2009, laparoscopy with evacuation of the fluid from the cul-de-sac and underwent total laparoscopic hysterectomy, performed bilateral salpingectomy). Essure was removed on (B)(6) 2009. At the time of the report, the device breakage, device dislocation, pelvic pain, pelvic fluid collection, vitamin d deficiency, vaginal discharge, headache, burning sensation, hot flush, vulvovaginal dryness, allergy to metals and mental disorder outcome was unknown. The reporter considered allergy to metals, burning sensation, device breakage, device dislocation, headache, hot flush, mental disorder, pelvic fluid collection, pelvic pain, vaginal discharge, vitamin d deficiency and vulvovaginal dryness to be related to essure. The reporter commented: lot number captured as per legibility. Pfs -patient received treatment for pain in right side of my abdomen, leaking fluid from my vaginal area,irritable bowel syndrome. Patient not sought treatment for repeated hives, headaches. Current weight: 211 ibs. Mr-there were 3 coils on the right side and 2 coils on the left side. There was no complication with insertion and placement appeared to be perfect. The patient tolerated the procedure well. Discrepancy noted for date of removal: (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.5 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain lower. Lot number: 626903. Manufacture date: 2008-03. Expiration date: 2010-02. Lot number: 627757. Manufacture date: 2008-08. Expiration date: 2010-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('retained essure fragment in uterus'), device dislocation ('migration'), pelvic pain ('persistent, severe ache/ pelvic region pain') and pelvic fluid collection ('evacuation of fluid from the cui de sac') in a 39-year-old female patient who had essure (batch no. 626903, 627757) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included rash, swelling nos, multiple cesarean sections (1987,1988,1992), adnexectomy, cystoscopy, cholecystectomy, multigravida, parity 3 ((B)(6) 1987,(B)(6) 1988 and 07feb1992), miscarriage, d & c, appendectomy, anemia and shoulder injury. (B)(6) 2009; findings: the patient is 5'3, 202 pounds. The patient's vagina and cervix are normal. Her uterus was tender in the office and boggy. It was about 12 cm in size. Anterior fibroid. Bilateral salpingectomy with no enlargement of the tubes. Has significant pain on the right side on clinical exam. Able to see the liver. The area was normal. The gallbladder was normal. The area where the appendix used to be was normal. Bowel appeared to be normal. There were no adhesions in the pelvis per se. There was some loss of uterosacral ligament support. The patient has had a bilateral salpingectomy. The left tube was fine. The left ovary was fine with a small cyst less than 1 to 2 cm in size. Concurrent conditions included nickel sensitivity since 1998, obesity, bleeding genital, retroverted uterus, ovarian cyst ruptured, allergic reaction to analgesics, allergic reaction to analgesics, endometriosis, bleeding genital and uterine fibroids. Concomitant products included benzodiazepine derivatives for anxiety, amitriptyline for pain as well as clonidine. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced headache ("headaches"). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), burning sensation ("burning"), hot flush ("hot flashes"), vulvovaginal dryness ("vagina dryness") and allergy to metals ("allergic to nickel or any other component of essure") with urticaria, rash and pruritus. On (B)(6) 2009, the patient experienced vaginal discharge ("leaking fluid from my vaginal area"), 7 months 16 days after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with abdominal pain and abdominal pain lower, device dislocation (seriousness criteria medically significant and intervention required), pelvic fluid collection (seriousness criterion medically significant), vitamin d deficiency ("vitamin d deficiency") and mental disorder ("caused or aggravated any psychiatric and/or psychological condition"). The patient was treated with surgery (bilateral partial salpingectomy on (B)(6) 2009 and total hysterectomy on (B)(6) 2009, laparoscopy with evacuation of the fluid from the cul-de-sac and underwent total laparoscopic hysterectomy, performed bilateral salpingectomy). Essure was removed on (B)(6) 2009. At the time of the report, the device breakage, device dislocation, pelvic pain, pelvic fluid collection, vitamin d deficiency, vaginal discharge, headache, burning sensation, hot flush, vulvovaginal dryness, allergy to metals and mental disorder outcome was unknown. The reporter considered allergy to metals, burning sensation, device breakage, device dislocation, headache, hot flush, mental disorder, pelvic fluid collection, pelvic pain, vaginal discharge, vitamin d deficiency and vulvovaginal dryness to be related to essure. The reporter commented: lot number captured as per legibility. Pfs -patient received treatment for pain in right side of my abdomen, leaking fluid from my vaginal area,irritable bowel syndrome. Patient not sought treatment for repeated hives, headaches. Current weight: 211 ibs mr-there were 3 coils on the right side and 2 coils on the left side. There was no complication with insertion and placement appeared to be perfect. The patient tolerated the procedure well. Discrepancy noted for date of removal: (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.5 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain lower. Lot number: 626903 manufacture date: 2008-03 expiration date: 2010-02. Lot number: 627757 manufacture date: 2008-08 expiration date: 2010-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received. Reporter information added. Events: migration added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("retained essure fragment in uterus"), pelvic pain ("persistent, severe ache/ pelvic region pain") and pelvic fluid collection ("evacuation of fluid from the cui de sac") in a 39-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included rash, swelling nos, multiple cesarean sections (1987,1988,1992), adnexectomy, cystoscopy, cholecystectomy, multigravida, parity 3 ((B)(6) 1987, (B)(6) 1988 and (B)(6) 1992), miscarriage, d & c, appendectomy, anemia and shoulder injury. Concurrent conditions included obesity, bleeding genital, retroverted uterus, ovarian cyst ruptured, allergic reaction to analgesics, allergic reaction to analgesics, nickel sensitivity since 1998, endometriosis, bleeding genital and uterine fibroids. Concomitant products included benzodiazepine derivatives for anxiety, amitriptyline for pain as well as clonidine. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced headache ("headaches"). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), burning sensation ("burning"), hot flush ("hot flashes"), vulvovaginal dryness ("vagina dryness") and allergy to metals ("allergic to nickel or any other component of essure") with urticaria, rash and pruritus. On (B)(6) 2009, 7 months 16 days after insertion of essure, the patient experienced vaginal discharge ("leaking fluid from my vaginal area"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with abdominal pain and abdominal pain lower, pelvic fluid collection (seriousness criterion medically significant), vitamin d deficiency ("vitamin d deficiency") and mental disorder ("caused or aggravated any psychiatric and/or psychological condition"). The patient was treated with surgery (bilateral partial salpingectomy on (B)(6) 2009 and total hysterectomy on (B)(6) 2009) and surgery (laparoscopy with evacuation of the fluid from the cul-de-sac). Essure was removed on (B)(6) 2009. At the time of the report, the device breakage, pelvic pain, pelvic fluid collection, vitamin d deficiency, vaginal discharge, headache, burning sensation, hot flush, vulvovaginal dryness, allergy to metals and mental disorder outcome was unknown. The reporter considered allergy to metals, burning sensation, device breakage, headache, hot flush, mental disorder, pelvic fluid collection, pelvic pain, vaginal discharge, vitamin d deficiency and vulvovaginal dryness to be related to essure. The reporter commented: pfs -patient received treatment for pain in right side of my abdomen, leaking fluid from my vaginal area,irritable bowel syndrome. Patient not sought treatment for repeated hives, headaches. Current weight: 211 ibs. Mr-there were 3 coils on the right side and 2 coils on the left side. There was no complication with insertion and placement appeared to be perfect. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.5 kg/sqm. 15-dec-2009; findings: the patient is 5'3, 202 pounds. The patient's vagina and cervix are normal. Her uterus was tender in the office and boggy. It was about 12 cm in size. Anterior fibroid. Bilateral salpingectomy with no enlargement of the tubes. Has significant pain on the right side on clinical exam. Able to see the liver. The area was normal. The gallbladder was normal. The area where the appendix used to be was normal. Bowel appeared to be normal. There were no adhesions in the pelvis per se. There was some loss of uterosacral ligament support. The patient has had a bilateral salpingectomy. The left tube was fine. The left ovary was fine with a small cyst less than 1 to 2 cm in size. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain lower. Most recent follow-up information incorporated above includes: on 25-jun-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s relevant history and lab data updated. Event pelvic region pain was clubbed with previously reported event and updated from pain to pelvic pain. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("retained essure fragment in uterus") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included rash, swelling nos, multiple cesarean sections ((B)(6)), adnexectomy, cystoscopy, cholecystectomy, gravida ii, parity 3 ((B)(6)), miscarriage, d & c, appendectomy and anemia. Concurrent conditions included obesity, bleeding genital, retroverted uterus, ovarian cyst ruptured, allergic reaction to analgesics, allergic reaction to analgesics and nickel sensitivity since 1998. Concomitant products included benzodiazepine derivatives for anxiety, amitriptyline for pain as well as clonidine. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pain ("persistent, severe ache"), burning sensation ("burning"), hot flush ("hot flashes"), vulvovaginal dryness ("vagina dryness") and allergy to metals ("allergic to nickel or any other component of essure") with urticaria, rash and pruritus. On (B)(6) 2009, 7 months 16 days after insertion of essure, the patient experienced vaginal discharge ("leaking fluid from my vaginal area"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with abdominal pain and abdominal pain lower, vitamin d deficiency ("vitamin d deficiency"), headache ("headaches"), mental disorder ("caused or aggravated any psychiatric and/or psychological condition"), pelvic fluid collection ("evacuation of fluid from the cui de, sac") and investigation noncompliance ("did not undergo an essure confirmation test"). The patient was treated with surgery (underwent total laparoscopic hysterectomy, left salpingectomy). Essure was removed on (B)(6) 2009. At the time of the report, the device breakage, vitamin d deficiency, vaginal discharge, headache, pain, burning sensation, hot flush, vulvovaginal dryness, allergy to metals, mental disorder, pelvic fluid collection and investigation noncompliance outcome was unknown. The reporter considered allergy to metals, burning sensation, device breakage, headache, hot flush, investigation noncompliance, mental disorder, pain, pelvic fluid collection, vaginal discharge, vitamin d deficiency and vulvovaginal dryness to be related to essure. The reporter commented: pfs -patient received treatment for pain in right side of my abdomen, leaking fluid from my vaginal area,irritable bowel syndrome. Patient not sought treatment for repeated hives, headaches. Current weight: (B)(6). Mr-there were 3 coils on the right side and 2 coils on the left side. There was no complication with insertion and placement appeared to be perfect. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Most recent follow-up information incorporated above includes: on (B)(6) 2017: all events, historical condition, concomittant condtion and drug added from pfs and medical record. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.